Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the spray valve function. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, evis lucera elite gastrointestinal videoscope is leaking from the body control unit. There were no reports of patient harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, foreign matter was found in the nozzle. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated, and customer allegation of water tightness lost was confirmed due to a crack on the scope cover. The following additional findings were noted: bending angle in the up direction did not meet standard value due to stretched angle wires, play of up/down know is out of standard value, white clouded area, chip and crack on the adhesive on bending section cover, burn on the plastic distal end cover, deformed distal end, and assorted scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.